Event description:
Reportedly, the patient was re-opened because there was bile in the drainage bag. Upon examination the bile comes from the duodenal tissue that was previously closed with the staple rin question.